Event description:
Clinical information: (B)(6) - pfo japan pas, patient site ID: (B)(6). It was reported that on (B)(6) 2020, a 35mm amplatzer patent foramen ovale (pfo) occluder and 10f amplatzer torqvue delivery system were selected for procedure. The patient was consciously sedated for procedure. The patient was administered 8000 units of heparin for procedure. It was noted during procedure using unknown imaging, that there was a thrombus noted within the 10f delivery system, adhering the disc of the occluder. The decision was made to remove the 10f amplatzer torqvue delivery system and 35mm amplatzer (pfo) occluder and replace them. A replacement 35mm amplatzer (pfo) occluder was prepared and successfully implanted. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, a root cause of the reported patient device interaction problem and patient effect thrombus could not be conclusively determined. The reported serious injure/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_961 - pfo japan pas, patient site ID: (B)(6).